Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. The patient was referred to their physician. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.